Event description:
This info is in addition to my original report. I had the original bladder sling from (B) (6) 2010 removed on (B) (6) 2010 and the doctor not only found the ling 'twisted' but also 'somewhat shredded', he said he was never seen one shredded like it before. I am getting the impression that this sling was 'defective' but of course no mfg rep will admit to that. Original surgeon would not do anything about my pain and discomfort but I obtained two second opinions and both said the original sling needed to be removed as they were confident it was twisted but the 2nd surgeon who did the removal found it not only twisted but somewhat shredded.

Event description:
I had the gynecare tvt bladder sling put in on (B) (6) 2010, had immediate pain in leg groin with problems moving leg foot inward, could not get up from a chair or sit down in a chair without a sharp pain in the groin area and had to use a pillow under my leg at all times to relieve the pain. On (B) (6) 2010, I had a major wetting accident and since then, have had vaginal burning, vagina pain and cannot sit upright without continuous burning and pain. I now have to urinate constantly and the doctor says I now have 'urge' incontinence. Doctor says this is not from the surgery, I had to have an underlying problem I did not reveal before surgery. The only problem I had prior to surgery was incontinence and according to the test he has done showed I had 'stress' incontinence. I strongly discourage the use of this product and would like to see if removed from the market, so other women do not have to go thru what I am. Doctor says there is nothing can be done. Dates of use: (B) (6) 2010 -- (B) (6) 2010 (doctor will not remove). Diagnosis or reason for use: incontinence.